Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contains air bubbles. Customer's blood glucose was unknown at the time of incident. Customer found no leaks and indicated that they remove the insulin from the refrigerator 1 day before use. Customer was advised to have the insulin at room temperature prior to filling reservoir. Customer indicated that they have changed out the reservoir which resolved the issue but the customer requested a new pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.